Event description:
Boston scientific received information that during a routine device replacement procedure, high, out-of-range shock impedance measurements of greater than 200 ohms were observed when the new implantable cardioverter defibrillator (ICD) was connected to this chronic right ventricular (rv) lead. Other lead measurements were normal. The shock configuration was confirmed to be correct for the dual coil lead. The connections were rechecked, but the issue could not be resolved. This chronic lead was partially explanted and a new, single coil rv lead was implanted. However, when the same device was connected to the new lead, and the shock configuration was programmed appropriately for a single coil lead, the shock impedance measurements were still greater than 200 ohms. The device was then removed and a new device of the same model was connected to the new lead, with normal shock impedance measurements of 72 ohms noted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted segment of lead is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, only the proximal portion was returned, severed 237 mm from the yoke. Electrical testing was performed and the lead segment was not electrically continuous. An x-ray revealed a fracture of the df negative (distal) cable at 96 mm from the terminal pin, proximal to the yoke. The cause of the fracture could not be confirmed; historically, laboratory testing on previously returned leads found evidence that the cables may become fractured when the lead is removed from the device. The fractured df negative cable would result in out-of-range shock impedance measurements.